Manufacturer narrative:
One of the jaws on the distal end of grasper insert has broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; per our IFU, the instrument is designed to grasp soft tissue only. The instrument was also in use for 13 years.

Event description:
This is a supplemental.

Manufacturer narrative:
Not returned.

Event description:
Allegedly, during a laparoscopy suction dilatation & curettage procedure, one jaw broke off the instrument and fell into the patient's abdomen. The doctor immediately removed the jaw and an x-ray was taken to make sure all pieces were removed. The procedure was completed with no injury to the patient.